Manufacturer narrative:
Preliminary analysis of device done but not signed off yet. Report will be submitted in the supplemental.

Event description:
Information received that a smiths medical cadd solis 2120 pump was not attaching cassette properly. No patient involvement was reported during this adverse event, so no patient injury.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and indicated that "high alarm displayed: cassette not attached properly", "high alarm silenced: cassette not attached properly" and "high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the customer's reported complaint was confirmed. Service will replace the non-reactive downstream occlusion (dso) sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.